Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that within a 3 day period and after changing a cartridge, recurrent loss of prime warnings had occurred randomly, a couple of times per day, with the last loss of prime warning occurring yesterday. Reportedly, there were no related alarms and that the issue had occurred of using cartridges from multiple boxes. The reporter stated that the cartridge cap was secure, there were no power loss events, the cartridge had been changed every 3 days with room temperature insulin, and that the cartridge had been cycled appropriately. Reportedly, there was no visible damage, trauma, or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the black box recorded a loss of prime with low force non-zero and a force of zero event. Product analysis was unable to reproduce the complaint during investigation. The force sensor calibration reading was within specifications. The pump was opened and removed from the case and the trace at the pin of the force sensor flex was observed to be cracked.